Event description:
In 2007, this pt underwent an aorto uni-iliac procedure using two gore excluder aaa endoprosthesis trunk ipsilateral leg components. Post-operatively, limb occlusion was noted near the distal attachment sight. As reported by the physician, approx 80% stenosis of the vessel was also noted. A reintervention was performed four months later using a stent to open the occluded area. The procedure was successful, and the pt is fine.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-released specifications. Please note attached list of additional devices implanted in this pt.